Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product returned.

Event description:
It was reported by the patient's hcp educator that the patient was hospitalized due to diabetic ketoacidosis. The patient had been using the accu-chek spirit combo insulin pump since (B)(6) 2020. She was hospitalized on (B)(6) 2022, when after repeated episodes of high blood glucose, she lost consciousness and was transferred to the hospital. The patient was admitted to the emergency room and then transferred to the intensive care unit. At the time of admission, the patient was without an insulin pump, because during the process of changing the equipment she lost consciousness and needed to be taken to the hospital. The patient remained in the ICU until (B)(6) 2022 and was then transferred to the regular medical ward. During hospitalization, the patient remained without the insulin pump, following the institution's protocols with the use of regular insulin and nph insulin until (B)(6) 2022. Following the request of the medical team, the hcp educator reactivated the pump, with appropriate configuration of basal and bolus doses as indicated by the endocrinologist as the patient was not having a good glycemic result with the therapy in use at the institution. The patient was lucid, with stable blood glucose values and was under observation until (B)(6) 2022 for blood glucose analysis.